Event description:
On (B)(6) 2023 the customer reported that on (B)(6) 2023 an erroneous non-reproducible elevated hstni (access high sensitivity troponin I, part number (B)(4) and lot number 337951) result was generated on the customer's access 2 (access 2 immunoassay analyzer, part number (B)(4) and serial number (B)(6)). The erroneous elevated hstni result of 46.10 pg/ml was released from the laboratory. There was a report of change to patient treatment or management which occurred in connection with this event. The customer reported that the patient was catheterized and sent to the intensive care unit (ICU). There was no further report of change to patient treatment, management or outcome in connection with this event. There were no hardware errors or issues with other assay reported in connection with this event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. The customer did not raise concerns for carryover in this event. The available information provided did not contain evidence of potential carryover. Attempts were made to obtain additional information for review; however, to date no additional information has been provided. The customer reported that a new sample was obtained from the patient and tested in duplicate for hstni; results of 2.92 pg/ml and 2.88 pg/ml were obtained. The original sample was then recentrifuged and tested for hstni; a result of 2.62 pg/ml was obtained. There were no issues noted with sample. Sample collection, handling and processing information was not provided.

Manufacturer narrative:
A1: full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. H3 and h6: the access hstni reagent was not returned for evaluation. No other patient results were called into question. There were no reports of hardware error messages or issues with other assays in connection with the event. In conclusion, the cause of the event cannot be determined with the available information.